Manufacturer narrative:
The insulin pump had unresponsive down button due to corroded keypad traces. Operating current test wasn't performed and weak battery weren't verified due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. The device had minor scratches on the lcd window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the screen on the insulin pump was freezing. He is also having battery issues. He attempted to input his blood glucose and the number started to ramp and the buttons stopped working. The device then alerted weak batter and battery indicator showed three bars. Customer's blood glucose was 87 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.